Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 1 occurred during pumping. The customer was able to load a cartridge and resume insulin delivery. There was no impact to the customer's blood glucose level.